Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient presented to the emergency department and was scheduled for a device replacement as the device was exhibiting premature battery depletion (pbd). The device was in safety mode when interrogated prior to the revision. The patient experienced pacing inhibition and asystole in addition to dizziness and muscle twitching. The device was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency department and was scheduled for a device replacement as the device was exhibiting premature battery depletion (pbd). The device was in safety mode when interrogated prior to the revision. No adverse patient effects were reported. The device was explanted to be returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient presented to the emergency department and was scheduled for a device replacement as the device was exhibiting premature battery depletion (pbd). The device was in safety mode when interrogated prior to the revision. The patient experienced pacing inhibition and asystole in addition to dizziness and muscle twitching. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode or determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient presented to the emergency department and was scheduled for a device replacement as the device was exhibiting premature battery depletion (pbd). The device was in safety mode when interrogated prior to the revision. The patient experienced pacing inhibition and asystole in addition to dizziness and muscle twitching. The device was expected to be returned. No additional adverse patient effects were reported.